Event description:
It was reported that the physician was unable to interrogate the device during follow up. The physician attempted different programmers, however there was no telemetry noted. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).